Event description:
The customer reported that on the side panel the teeth on the zipper are not aligning. There was no pt injury reported.

Manufacturer narrative:
(B) (4) - zipper teeth not aligning. Evaluation of the returned product shows that the window side b zipper slider body is open. Window side a has a 2 inch rip in the netting. Window side b has a 3 inch rip in the netting. (B) (4).